Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the high rate cover was broken, one control knob was broken, two battery latches were broken, the battery drawer o-ring was contaminated, the battery drawer end cap was broken and the battery drawer was contaminated. (B)(4).

Event description:
It was reported the case is damaged. The device was returned for repair and calibration. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.